Event description:
Pt called to report that every time they try to bolus, the up arrow sticks and goes immediately to 16 units. Pt has changed batteries and primed the pump, but that did not resolve the problem.